Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd ultra-fine¿ insulin syringe has been found damaged before use. The following has been provided by the initial reporter: the thumb press was broken.

Event description:
It has been reported that one bd ultra-fine¿ insulin syringe has been found damaged before use. The following has been provided by the initial reporter: the thumb press was broken.

Manufacturer narrative:
Investigation summary: customer returned (1) 3/10cc, 12.7mm, 29g syringe in an open poly bag from lot # 8316886. Customer states that the thumb press was broken. The returned syringe was examined and exhibited a broken thumb press. A review of the device history record was completed for batch #8316886. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. As per investigation completed by manufacturing, "on 10jun2019, holdrege received (1) 3/10cc, 12.7mm, 29g syringe in an open poly bag from lot # 8316886. The sample was decontaminated per hstr-17 and hqa-68 prior to being evaluated. A visual evaluation of (1) syringe found a syringe that has a broken thumb press. The syringe nor the plunger do not appear to be bowed. There is a light coverage of silicone on the inside of the barrel and the plunger is easy to pull out of the syringe, however breakout and sustaining test cannot be performed as there is no thumb press on the syringe. There was no other damage to the syringe. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause for this defect cannot be determined. DHR, l2l dispatches, log book entries were looked at, nothing was found pertaining to this defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends."